Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device indicates that deploying the plunger, did not occur because the plunger was still in pre-deployed position. The reported complaint was not confirmed. Based on visual and functional analysis of the returned device, the cause for this complaint was related to the operational context during the use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that placement of the proglide device sutures were attempted in the right and left common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 7fr sheath. The sheath was upsized, size was not provided. Reportedly, a suture break occurred with the proglide device on one side. On the other side, after the knot was advanced, hemostasis was not achieved with the proglide device. The devices were removed and two additional proglide devices were used, for a total of four proglide devices used. Two proglide devices each were used in the left and right common femoral arteries. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.